Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the physician had difficulty inserting the atrial lead into the atrial port of the device. Additional force was used and the lead was successfully implanted. The leads electrical values were tested and found to be normal.